Event description:
Consumer states that on (B)(6) 2014, her dealer through (B)(4) adjusted her speed settings on her chair and advised her to use setting 4 at all times. Consumer states on (B)(6) 2014, she went up her ramp and then down her ramp and on her way down the ramp, the chair jolted her out. Consumer states she had her seat belt on and it came off and she got whip lash and fell onto the ramp. Consumer states her left leg and left foot were hurt.